Manufacturer narrative:
The device was manufactured from march 28, 2018 - march 31, 2018. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the returned unit with green colored water. During fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 0.30 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition was confirmed. The most probable cause of the acrylic fragment lodged under the checkband is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the filling port during filling. The device had been filled with fluorouracil and 0.9% normal saline to a total fill volume of 240ml. There was no patient involvement. No additional information is available.